Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was placed onto impella support for high-risk percutaneous coronary intervention. While on support, the medical doctor (md) accidentally advanced the impella forward which made the waveform look ventricular and gave the alarm of in the ventricle, but then converted to low placement signal. The md pulled the impella back while under fluoroscopy and the waveforms returned to normal.